Manufacturer narrative:
E1. Phone number continued: (B)(6).

Event description:
Healthcare professional reported left side "removal due to prosthesis ruptured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "removal due to prosthesis ruptured". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "removal due to prosthesis ruptured". This record is for the left side. Device has been explanted.